Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states while assembling the final implant, the femoral adapter and bolt would not fully seat. Both the surgeon and the tech tried to assemble the components. It would stop advancing just short of seating so the stem was not rigid. We opened another adapter and bolt and they assembled correctly. Doe: (B)(6) 2018; right knee.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot part code 960784, lot hg4674. Device history review a DHR review was conducted for part code 960784, lot hg4674. Upon completion, no deviations or anomalies were noted. Product was manufactured per standard operating procedures. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.